Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device keyboard was not responding. The field service engineer remotely connected with the customer, fixed the keyboard issue and confirmed the keyboard functionality with the customer. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es keyboard doesn't respond. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.